Event description:
All the pts had surgeries done and they developed post operative skin infection. These infections unusually took long to heal despite appropriate antiboitic therapy. All the pts were healthy before the surgeries. Three to four pts had the sutures retrieved from their skin about two to six weeks post operation. The sutures were used only for the skin. The physician has the sutures.

Event description:
All the pts had surgeries done and they developed post operative skin infection. These infections unusually took long to heal despite appropriate antibiotic therapy. All the pts were healthy before the surgeries. Three to four pts had the sutures retrieved from their skin about two to six weeks post operation. The sutures were used only for the skin. The physician has the sutures.

Event description:
All the pts had surgeries done and they developed post operative skin infection. These infection unusually took long to heal despite appropriate antibiotic therapy. All the pts were heathly before the surgeries. Three to four pts had the sutures retrieved from their skin about two to six weeks post operation. The sutures were used only for the skin. The physician has the sutures.

Event description:
All the pts had surgeries done and they developed post operative skin infection. These infections unusually took long to heal despite appropriate antibiotic therapy. All the pts over healthy before the surgeries. Three to four pts had the sutures retrieved from their skin about two to six weeks post operation. The sutures were used only for the skin. The physician has the sutures.

Event description:
All the pts had surgeries done and they developed post-operative skin infection. These infections unusually took long to heal despite appropriate antibiotic therapy. All the pts over healthy before the surgeries. Three to four pts had the sutures retrieved frm their skin about two to six weeks post operation. The sutures were used only for the skin. The physician has the sutures.

Event description:
All the pts had surgeries done and they developed post-operative skin infection. These infections unusually took long to heal despite appropriate antibiotic therapy. All the pts were healthy before the surgeries. Three to four pts had the sutures retrieved from their skin about two to six weeks post operation. The sutures were used only on the skin. The physician has the sutures.